Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. The foreign material could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions, operation manual for evis lucera gif/cf/pcf type gif/cf-260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcf type gif/cf/pcf-260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the up/down knob was out of the standard value; due to a pinhole on the a-rubber, water tightness was lost; the adhesive on the a-rubber had a chip; due to clogging of the nozzle, air supply volume did not meet the standard value; due to clogging of the nozzle, water supply volume did not meet the standard value;  due to clogging of the nozzle, the water removal ability did not meet the standard value; switch 1, connector cover, and connecting tube had scratches; the scope cover plate was detached; the image guide protector had a cut; the protector of the universal cord on the suction connector side had a cut; the adhesive around the objective and light guide lens was peeling; the connecting tube had a coating peeling; and due to damage to the charged coupled device (ccd) unit, a noise image occurred. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a bad angle. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation. During the device evaluation, a foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.